Event description:
It was reported that when the balloon was inflated, contrast fluid leaked from the tip of the balloon. The physician removed the occlusion balloon along with the guidewire without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection showed that the balloon was torn at the distal balloon bond. An attempt was made to flush the device and no flush would pass through the device, as it was blocked with procedural saline/contrast, likely from preparation process. A demonstration 0.014¿ guidewire wire was attempted to be advanced through the catheter, it would not advance past half way through the catheter and extreme friction was experienced. The device was submerged in warm water; however, the balloon catheter shaft remained blocked. The distal section of the catheter was cut in an attempt to inflate the balloon, and the balloon was attempted to be inflated but a leak was noted to the distal bond section. The balloon catheter dimensions were found to be within specification. The manufacturing records confirmed that the device met specification prior to release. Based on the information available and analysis of the device that the balloon was damaged during unpacking or preparation causing the reported damage/issue. Therefore, an assignable cause of user factor issue will be assigned to this investigation.

Event description:
It was reported that when the balloon was inflated, contrast fluid leaked from the tip of the balloon. The physician removed the occlusion balloon along with the guidewire without clinical consequences to the patient.